Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, deployment difficulties and a shaft break occurred. The lesion was located in an unspecified bile duct. It was noted that an unspecified metal stent had been placed in a previous procedure and contained tumor in-growth. Difficulty was experienced upon attempting to cross the lesion with an unspecified guide wire. The wallflex biliary rx 10mm x 60mm stent delivery system (sds) was advanced to the lesion. It was noted that the stent was difficult to deploy, but was able to release from the sds and "deployed well and in the right position". Upon attempting to remove the sds, the inner sheath of the sds became stuck within which was believed to be "due to the tightness of the stricture". In an effort to remove the sds, the physician pulled the catheter "quite hard" in tandem with the unspecified duodenoscope at which time the inner sheath detached from the outer sheath and remained in the bile duct. The physician was able to successfully remove the detached inner sheath utilizing an unspecified gastroscope and forceps. No further intervention was performed. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.